Event description:
A study alert from pivotal aaa17-01 (tambe) clinical study was received: device compression is at the transition of bridging stent to the native renal, so this location of this compression affects both components. On (B)(6) 2020, a aaa procedure was performed and a tambe device was implanted in a study patient. During this procedure, gore® viabahn® vbx balloon expandable endoprosthesis (vbx device/stent) were implanted as branch devices in the visceral arteries. Two vbx device/stent were implanted in the renal artery. During a follow-up on (B)(6) 2025, imaging was performed. Observed device compression at the transition of bridging stent to the native renal, so this location of this compression affects both vbx device/stents in the renal artery. There were no reported fractures, and the branch devices remain patent. No intervention was reported. The patient is scheduled for a right renal angiogram on (B)(6) 2025

Manufacturer narrative:
Manufacturing records were reviewed, and the device met all pre-release specifications. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These wor

Manufacturer narrative:
Section h6 updated to reflect completion of investigation. The device remains implanted and was; therefore, not available for analysis. No clinical images enabling direct assessment of product performance were returned for evaluation. Cause of the reported event cannot be established based on the information reported to gore. Further information regarding this event was requested by gore, but no further information has been reported; therefore, this investigation is considered complete.

Manufacturer narrative:
On (B)(6) 2025, the patient underwent right renal artery selective angiography and stenting for right renal artery branch compression due to stent graft stenosis.